Event description:
The patient tested his blood glucose on suspect device and it was close to 300 mg/dl. He took insulin and 2 hours later had an insulin reaction. He went to the hosp and they tested his blood glucose and it was 29ml/dl. He was given an IV and kept for observation.